Event description:
The customer complains that the catheter felt rough near the eyelets. After catheterization he had a bleeding.

Manufacturer narrative:
Both used and unused samples were returned. Visual examination and testing of the catheter coating reveals no defects or deviations. We have no other complaints on these batches, and batch documentation shows no deviations. Based upon the product testing, this complaint could not be confirmed as reported.